Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than four (4) year since the subject device was manufactured. Based on the results of the investigation, the root cause of the suggested event was not specified, it is likely the defect was caused by stress of repeated use, external factors, or handling. These suggested events are detectable and preventable by handling device in accordance with the following IFU. ¿instructions, chapter 3 ¿preparation and inspection¿, section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope exhibited connecting tube has coating peeling. There were no reports of patient involvement.